Event description:
It was reported that the vns pt who had a new device (lead and generator) implanted in (B) (6) 2009 was experiencing constant hoarseness, not affected by stimulation of the device. The pt was eventually seen by an ent surgeon who evaluated the pt and stated the left vocal cord was not functioning. The surgeon stated that he does feel that the vocal cord issue is related to the replacement surgery that occurred in (B) (6) 2009. The pt has been going to speech therapy and continues to see the surgeon for follow up. The pt stated that despite the speech therapy she has been receiving, she does not feel there is any improvement to her voice. The device is programmed on and diagnostic testing performed on the device indicates normal device function.